Event description:
Olympus was informed the mobile workstation lost power and was said to have emitted an unknown amount of smoke. There was no report of any patient or user harm, or initiation of any emergency response at the user facility.

Manufacturer narrative:
Olympus followed up with the user facility and was informed that the power on the cart had gone out approximately a month earlier. The fuse had been replaced, and a few days later when the users attempted to connect the workstation to the wall outlet, a burnt contact was found on the power cord, and one of the pins on the power cord was said to be missing. The reported difficulty did not take place during a procedure. The device involved in this report was not returned for evaluation. An olympus field service engineer (fse) visited the facility, and confirmed the presence of a damaged power cord. The user facility continued to use the workstation by connecting the equipment on the cart to ac power via power strips, and is determining if they wish to have the workstation repaired. None of the devices on the cart were said to have been damaged. The cause of the reported event could not be conclusively determined. If significant additional information is received, this report will be updated. This report is being submitted as a medical device report in an abundance of caution.